Manufacturer narrative:
E1) establishment name: (B)(6). (Noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the image did not display due to damage on the charged coupled device unit. In addition to the foreign material clogging the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was cracked along with a white clouded area; the water removal ability did not meet the standard value due to clogging of the device; the connecting tube was dented; the paint on the suction cylinder was peeled; and there were scratches on the plastic distal end cover, the connecting tube, and the objective lens. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determine from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope had an insufficient angle. There was no report of patient harm. The device was returned, evaluated, and there was foreign matter clogging the nozzle this MDR is being submitted to capture the reportable malfunction found during the device evaluation.